Event description:
Reportable based on additional information received on september 27, 2011. It was reported that during an ablation treatment procedure, ECG signals disappeared. The 7/110 to 2.5/8/10 k2 blazer prime xp was used for ablation in the right atrium. Thirty minutes into the procedure, while ablating using a setting of 100 watts and delivering 85 watts, the electrogram signal on the distal electrodes disappeared. It appeared as though an intermittent connection occurred after repeated use and manipulation for 30 minutes. The procedure was completed with a different device. The patient status was reported as stable. Returned product analysis revealed damaged wire insulation.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned device was received in a box, coiled in a plastic bag. The catheter failed during electrical short testing. The tip was found shorting with the e2 ring electrode. When measured, the thermistor resistance value, resistor ID value and electrode resistance values were within specifications. There were no open circuits found during the continuity testing. The radiofrequency ablation was normal. During visual inspection, the catheter's electrical connector and wires were normal. However, the stiffening rod was found lying next to the guide coil and not positioned in one of the tension adjust screw grooves. There was no presence of adhesive on the tension adjust screw groove or the stiffening rod during visual inspection. The stiffening rod was removed from the catheter. Then the short test was performed again between the tip electrode and the e2 ring electrode and the short disappeared. During visual inspection, the ring electrode e2 electrical wire insulation was found damaged (nicked) at approximately 2.75" when measured from the proximal end of the screw tension adjust. The uv adhesive was inspected on the tip electrode and all the ring electrodes, and it was discovered that the uv adhesive on ring electrode e3 was cracked. A significant amount of dried blood was found inside the distal assembly. There was no damage found to the insulation of the tip electrode electrical wire from the distal to proximal end of the electrical wire. The stiffening rod runs along the same location where the damaged (nicked) insulation was found on the ring electrode e2 electrical wire. There were no kinks, scratches or other damages found on the shaft of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is manufacturing. (B)(4).